Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of trailing haptic twisted. The procedure was completed with another lens. There was no patient contact. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in a bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. The leading haptic, optic, and most of the trailing haptic was extended beyond the device tip. The trailing haptic was caught inside the device tip and torn almost completely into pieces. The trailing haptic was on the right side of plunger, opposite the groove. The nozzle tip has an area of heavy stress and an aneurysm that began just past the fill line on the right side of the device. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The trailing haptic was caught in the tip, torn almost completely into pieces, and positioned on the incorrect side of the plunger. The trailing haptic position was not a proper position for advancement per the provided diagrams in the IFU. The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The device tip displayed an area of heavy stress and aneurysm on the right side which also suggests the lens was not in a correct position for advancement. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is:(B)(4).